Event description:
In 2006, a customer had a problem with a foley catheter. The customer states the nurse used normal protocol to insert catheter. As "the nurse attempted to pull catheter out there was no fluid in balloon. Nurse inspected foley after removal and noticed a tear in balloon. Ten cc of fluid was injected as directed."